Event description:
The complainant reported that during impella cp support, following insertion via a 14 french sheath, suction alarms were observed immediately upon initiation of support at performance level p9. The performance level was reduced incrementally to p2; however, the suction condition persisted initially. An echocardiogram was performed and reported that the device was appropriately positioned within the left ventricle, oriented toward the apex and free of contact with surrounding cardiac structures. Right ventricular function was noted to be moderately reduced. No echocardiogram was performed prior to device placement. The suction condition subsequently resolved without intervention, and the device resumed operation with appropriate flow at the selected performance level. No additional alarms were reported. Post-placement imaging did not identify any left ventricular thrombus. The device continued to provide support during use. The device was subsequently explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported event. The patient¿s outcome at the time of explant was survived. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is device available for return.